Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was done in 2007, and a 3.5 x 18 mm xience v stent was deployed in the mid right coronary artery (rca) lesion. Another 3.5 x 18 mm xience v stent was deployed in the proximal circumflex lesion. In late 2008, the pt returned with chest pain or angina equivalent. Classification of unstable angina-braunwald class I. Revascularization was done with angioplasty and stenting was done to treat restenosis of the mid rca. No additional event or patient information is available.